Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection with vegetation noted on the leads. The system (pacemaker and leads) was removed. The patient was stable post-procedure.